Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower, drawer had failed, and the device was not detected on the bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer dialed into the device to check the power management settings and confirmed that all settings were correct. However, it was discovered that the station configuration was missing from the cf support side of the application. An attempt was made to repair the application, but it resulted in errors. The fse planned to go onsite the following week to reimage the station to resolve the issue. Additionally, the hard drive was replaced due to errors encountered in windows when attempting to launch applications in admin mode. Version 1.5.2 of the software was set up, the device was configured, and synchronization was completed. The system functioned as intended after the field service engineer repaired the device.